Manufacturer narrative:
Upon receipt, the lead was found cut approx. 27.5 cm distal to the df4 connector pin. Both parts of the lead were received for analysis. It is reasonable to assume that the lead was cut during the explantation procedure. The visual inspection showed cuts in the insulation and deformations of the rv shock coil which most likely resulted from the surgery. Due to the fragmented state of the lead the electrical inspection was limited to the dc resistances of the conductor fragments. No peculiarities were found. The analysis of the available fragments did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - two weeks post implant, decreased sensing values were reported. On (B)(6) cardiac tamponade was reportedly confirmed. During the revision procedure on (B)(6) the physician tried to remove the lead, but cut it instead. Nevertheless, the lead could be removed completely from the patient via stylet and was returned to biotronik for analysis. No additional adverse patient side effects have been reported.